Event description:
According to the reporter, intra-operatively of a laparoscopic sigmoid colectomy, during the anastomosis of the colon to the rectum, the staples were fired correctly. However, a problem occurred during the attempt to remove the stapler. The stapler could not be removed from the cavity. The anastomotic part was found to be inverted. Eventually, forced removal was attempted by moving and rotating the device. Although the anvil head remained inside the intestinal tract, the stapler was successfully removed. Later, the anvil head was also removed without any issues. It was found that the anvil head was sufficiently collapsed, and visually appeared normal. There was minor bleeding in the anastomosis site. Hemostasis was done with suture reinforcement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device was difficult to remove from the cavity. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.